Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a false elective replacement indicator alert, most likely due to external interference. After a software download the device resumed normal function.